Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing. Technical services (ts) was consulted and discussed programming options to eliminate the far-field oversensing. This device remains in service. No adverse patient effects were reported.